Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored for eight hours with 2.0 basal rates. No unexpected vibration anomaly noted during testing. The device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump vibrated 2 to 3 times a day without any alarms. The caller did not know the blood glucose reading. A request to replace the insulin pump was made. Nothing was found in the basal settings, square boluses, and alarm history. Nothing further reported.